Event description:
Business partner reports a complaint received by pt that had an eye infection, was not able to open her eyes and had to take antibiotics. Follow up attempts with the info provided, with the pt were made, with no reply to date. This is being filed as an unconfirmed eye infection.

Manufacturer narrative:
This is being reported as unconfirmed eye infection. No lenses were returned and no examination of the device were provided which could indicate if the device caused or contributed to the incident. Results: we cannot confirm that there was no permanent impairment or permanent damage. Conclusions: no conclusion can be drawn. Should further info be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the add'l info.